Event description:
It was reported that there were high threshold, no capture, and high impedance due to a fracture of the right ventricular lead. The device was also noted to be having sensing difficulty and no pacing output. The lead will be replaced and the device was reprogrammed and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.